Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer's blood glucose level was 389 mg/dl. Troubleshooting could not be performed as the contact did not have the pump with them at the time of the call multiple follow up attempts were made to obtain more information.